Event description:
Cesarean pt was positioned in the right lateal position when introducer needle was inserted into the l3/l3 interspace. Dural puncture was attempted with a 27g whit acre spinal needle. Multiple attempts were made (exact time unk) due to difficulty. When the needle was withdrawn, its tip was bent. The needle was reinserted again. During puncture was again unsuccessful. Both needle and introducer were withdrawn together, but the distal third was then noted missing. X-ray confirmed that the broken needle fragment was embedded in l/3l4 vertebral space.

Manufacturer narrative:
Device is not available for analysis at this time. In addition no lot info is available.prior events of this type, where the devices were available, we found to not have resulted from malfunction but rather from bending and subsequent straightening of cannula during use.